Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s girlfriend heard an intermittent alarm and patient was found unresponsive. Rescue arrived and tried to resuscitate patient, but were unsuccessful.

Manufacturer narrative:
Product analysis # the controller ((B)(4)) was returned for evaluation. The hvad pump ((B)(4)) was not returned for evaluation. No performance allegation was made against the controller. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a sustained decrease in power consumption and estimated flows on (B)(6) 2018 to parameters below the normal operating range and six (6) low flow alarms recorded on (B)(6) 2018. Low flow alarms will cause the alarm indicator on the controller's front panel to flash. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "intermittent alarm" and "flashing triangle" can be attributed to low flows. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.